Manufacturer narrative:
Section e3: occupation is roche field service engineer (fse) the probnp ii reagent lot number was 65182900 with an expiration date of 31-mar-2024. The tsh reagent lot number was 70222301 with an expiration date of 31-dec-2023. The troponin t hs stat reagent lot number was 68812400 with an expiration date of 31-may-2024. The field service engineer (fse) found the sample probe, sipper probe, and transport line were misadjusted. The syringe pumps showed contamination and these were cleaned. The sample probe showed an accumulation of dirt particles at the teflon ring and was replaced. "Abnormal sample probe movement" and "abnormal sample aspiration" alarms were observed on the alarm trace data. Maintenance was last performed on 21-feb-2023 by an external service provider. The customer had no further issues after the roche service visit. Per product labeling, cleaning the sample probes is part of the customer¿s daily maintenance schedule. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of discrepant results for 3 patient samples tested for either elecsys probnp ii (probnp ii), elecsys tsh (tsh), or elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. Patient 1 initial troponin t hs stat result was 0.009 ng/ml. This result was reported outside of the laboratory where it was questioned as it didn¿t correspond to the patient¿s clinical picture. The repeat result was 2.390 ng/ml. On (B)(6)2023 patient 2 initial tsh result was 0.016 uiu/ml. On (B)(6)2023 the repeat result was 3.35 uiu/ml with a data flag. On (B)(6)2023 patient 3 initial probnp ii result was 10.00 pg/ml with a data flag. The repeat result was 2138 pg/ml.

Manufacturer narrative:
The initial report stated: "on (B)(6) 2023 the repeat result was 3.35 uiu/ml with a data flag." This should say: "on (B)(6)2023 the repeat result was 3.35 uiu/ml."